Event description:
Edwards received notification from a region thv sales director that a patient underwent tavr with a 26mm sapien 3 ultra valve. The initial implant was performed in native aortic tissue without complications, and no regurgitation was observed at the time of the procedure. At the 30-day follow-up, the patient exhibited edema, shortness of breath, moderate mitral regurgitation, and wasn't feeling well. It was also noted that the valve qualified for severe as with a high gradient. The level of mr was unknown at the time of the index procedure. Transesophageal echocardiography (tee) revealed moderate to severe paravalvular leak (pvl) and central aortic insufficiency (ai), although the exact grade of central ai could not be determined. The valve appeared to remain in its original position without evidence of migration; however, the implanting physician suspected that the valve was under-deployed and undersized relative to the native annulus, potentially contributing to the observed dysfunction. The patient's annualar area was 560 and sov average diameter was 30mm. Therefore the decision was made to go with a 26mm +3cc's because the effaced sinus would have been an issue for the larger 29 valve. The team had a conference was convened to evaluate treatment options, including further balloon expansion of the initial transcatheter valve, a valve-in-valve procedure, or surgical explantation with concomitant mitral valve intervention. The team ultimately opted for surgical intervention, but the patient was reportedly non-compliant with follow-up, leaving the next steps unresolved.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on the provided medical record and information available to date. A review of the DHR and lot history, did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufa cturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the native mitral position for this case; therefore, it was an off-label operation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability as reported, ''transesophageal echocardiography (tee) revealed moderate to severe paravalvular leak (pvl) and central aortic insufficiency (ai), although the exact grade of central ai could not be determined. The valve appeared to remain in its original position without evidence of migration; however, the implanting physician suspected that the valve was under-deployed and undersized relative to the native annulus, potentially contributing to the observed dysfunction.'' In this case, the incident valve was suspected under-expanded. The under expanded valve could interfere with functionality of the valve by restricting the leaflet motion leading to abnormal coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a region thv sales director that a patient underwent tavr with a 26mm sapien 3 ultra valve. The initial implant was performed in native aortic tissue without complications, and no regurgitation was observed at the time of the procedure. The thv sales director reported that he was notified by the physician that at the 30-day follow-up, the patient exhibited edema, shortness of breath, moderate mitral regurgitation, and wasn't feeling well. The level of mr was unknown at the time of the index procedure. Transesophageal echocardiography (tee) revealed moderate to severe paravalvular leak (pvl) and central aortic insufficiency (ai), although the exact grade of central ai could not be determined. The valve appeared to remain in its original position without evidence of migration; however, the implanting physician suspected that the valve was under-deployed and undersized relative to the native annulus, potentially contributing to the observed dysfunction. The patient's annualar area was 560 and sov average diameter was 30mm. Therefore the decision was made to go with a 26mm +3cc's because the effaced sinus would have been an issue for the larger 29 valve. The team had a conference was convened to evaluate treatment options, including further balloon expansion of the initial transcatheter valve, a valve-in-valve procedure, or surgical explantation with concomitant mitral valve intervention. The team ultimately opted for surgical intervention, but the patient was reportedly non-compliant with follow-up, leaving the next steps unresolved.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Corrected b5 and h6-device code(s). The investigation is in progress, a supplemental report will be submitted.